Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon damage was noticed. The physician had selected a 3.0x16mm taxus express2 drug eluting stent to treat an unk lesion. The stent was deployed and when the stent delivery system was removed from the body, the balloon was found to be "twisted and mangled". The physician reported that there was no balloon withdrawal resistance. There were no patient complications reported with the patient's current condition listed as "ok". Additional information has been requested, but is not available.